Event description:
The subject valve was implanted for approximately 14 years, and was not replaced with a mechanical valve. Received operative report indicates patient has a past history of endocarditis with annular abscess status post aortic valve replacement in 1998. Patient was diagnosed with severe prosthetic valve aortic insufficiency, underwent aortic valve replacement as well as repair of annulus abscess for the non coronary sinus with native pericardium. On post-op day #3, patient experienced hemorrhagic hypertension, and underwent repair of posterior aortic wall with interrupted pledgeted sutures. Also, the recently implanted mechanical valve was removed and replaced with another of the same type and size. The patient then returned to recovery in critical condition with stable blood pressure.

Manufacturer narrative:
Evaluation: method, conclusion = evaluation anticipated, but not yet begun. Additional manufacturer narrative: the serial number has not been provided or traced at this time. Despite multiple attempts, the healthcare provider declined to provide any additional information regarding this event due to patient privacy regulations.

Event description:
It was reported that an edwards' aortic bioprosthesis was explanted due to a bacterial endocarditis. It was also reported that the source of endocarditis was dental work. There has been no allegation of a device quality deficiency.

Manufacturer narrative:
Evaluation: method = evaluation summary: as received, the sewing ring has been cut off from the valve, which exposed the wireform. Approximately half of the cut off sewing ring was returned along with the valve. The valve exhibit stent distortion, evident in the x-ray. Multiple cuts and tissue cut outs were noted in all three leaflets. The above disruptions were most likely due to mechanical damage during explant. The valve exhibits minimal calcification in the remaining tissue, evident in the x-ray. Minimal host tissue overgrowth encroached the tissue, at both aspects, and into the orifice at the greatest point by approximately 2mm. Host tissue is minimal at the stent inflow and the stent outflow. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. The subject serial number was traced to its sterility lot, and the complaint database indicates no other infection/sterilization related reports on any device processed under the same sterility lot. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, it was reported that the infection was due to dental work. The investigation reveals nothing to indicate a device quality deficiency that may have caused or contributed to this event.